Event description:
The user facility reported that the device overheated during a procedure. The procedure was completed successfully with a delay; no adverse consequences or medical intervention were reported.

Event description:
The user facility reported that the device overheated during a procedure. The procedure was completed successfully with a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information added for d4, d10, h3, h4 device evaluation: follow-up report submitted to document device evaluation results. H3 other text : product not available